Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 4.8 inr/>8.0 inr patient was treated with an injection of vitamin k and coumadin dose was held. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the coaguchek xs system (lot number 20182131, expiration date 12/31/2011). Reference medwatch report with patient identifier (B)(4) for the suspect device used in the coaguchek s system.